Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and bia-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, bia-alcl. (B)(6).

Event description:
Healthcare professional reported a patient with swelling of the right breast. Patient had an ultrasound guided fluid aspiration. Peri-implant fluid was cd30 positive alk negative. Healthcare professional confirmed bia-alcl. Device was explanted en bloc.